Event description:
Customer reported receiving a no delivery alarm during bolus. Customer stated that their blood glucose reading was 600 mg/dl and has decreased to 480 mg/dl after treating. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.